Event description:
Caller indicated the advance was reading low in 2006. Customer had been reading 100-120 on meter and was taken to the hosp from symptomatic high readings and read over 300. Info is 2nd hand from rn mgr. Customer called in with additional info in 2006. On the last occasion (3/7) the meter read 213 and 45 mins later read 515. On the first occasion read 128 and then 2 hrs later she read 313. Did not test her meter with controls after they did the test. She had eaten, the 213 was non-fasting. She had a uti and so she had been drinking juices. No back to back testing was performed in the ER or hosp with advance meter and the hosp reading. Meter was not taken to the hosp with pt.